Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that there was an abrupt change in imoedance. Right ventricular lead baseleine had been solid around around 500with several jumps to greater than 3000ohms. X-ray shows pin all the way through the header. No episodes of noise.the physician was dr. (B)(6) at (B)(6) hospital. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).